Event description:
As reported: plug was originally placed in the common carotid artery sevens days prior to the event. Follow up imaging showed that the plug migrated from cca into the brachial artery the date of the event. The plug was snared and extracted successfully. No adverse events were seen post-procedural. Type of procedure performed: cca sacrifice.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device has been returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.

Manufacturer narrative:
The investigation found that the implant was detached from the pusher. The implant tether was found melted, which indicates the implant successfully experienced thermal detachment. However, supplemental imaging was unavailable for review; without imaging, the investigation cannot verify the implant migration described in the reported event occurred as described, nor could the investigation definitively determine the cause of the reported event.

Event description:
No additional information received regarding the event.